Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle was bent with marks on one of the cones. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while the device was being applied to small bowel anastomosis, the device was difficult to toggle and load. The needle also came out of the instrument even though the ¿bunny ears¿ remained retracted. The needle was captured with in the jaws and was removed immediately. To resolve the issue, a new instrument was used un til one worked. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.